Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012751371 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft segment. During external visual inspection of the array and handle segments, the nitinol wire on the spiral array segment, was observed to be bent in the distal arm transition. The capture device was removed. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the loop catheter failed the returned product inspection due to the nitinol wire in the spiral arrays distal arm transition observed to be bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure under general anesthesia using the pulseselect catheter, the physician experienced unusual difficulty during catheter insertion but was able to complete the insertion and perform a successful ablation. While attempting to pull the array back into the sheath, the array was unable to become straight and flush, and this issue persisted until the physician forced the slider to capture the array. Upon removal, the catheter was reprepped and the wire was removed to explore potential solutions; the wire was found to be in good condition with no kinking or shredding, and the catheter was in a neutral position with no tension or deflection. Due to procedural concerns and the need for additional applications, the catheter was replaced with a second pulseselect catheter, as the physician was uncomfortable reusing the first catheter. No patient complications have been reported as a result of this event.